Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. Inlet pressure was -0.1, flow rate was 0.0 and circulation pump command was 100 percentage. They stated that they would purchase the pump and make the repair themselves. Parts and pricing provided. They spoke with biomed who confirmed order and replacement of circulation pump onsite. Device passed all functional tests and was put back into service. The DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their arctic sun device was getting a low flow alarm 02. Functional check verified circulation pump failure. Inlet pressure was -0.1, flow rate was 0.0 and circulation pump command was 100 percentage. They stated that they would purchase the pump and make the repair themselves. Parts and pricing provided. As per follow up information received on 27dec2023. They spoke with biomed who confirmed order and replacement of circulation pump onsite. Device passed all functional tests and was put back into service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. Inlet pressure was -0.1, flow rate was 0.0 and circulation pump command was 100 percentage. They stated that they would purchase the pump and make the repair themselves. Parts and pricing provided. They spoke with biomed who confirmed order and replacement of circulation pump onsite. Device passed all functional tests and was put back into service. The DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated that their arctic sun device was getting a low flow alarm 02. Functional check verified circulation pump failure. Inlet pressure was -0.1, flow rate was 0.0 and circulation pump command was 100 percentage. They stated that they would purchase the pump and make the repair themselves. Parts and pricing provided.as per follow up information received on 27dec2023. They spoke with biomed who confirmed order and replacement of circulation pump onsite. Device passed all functional tests and was put back into service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated that their arctic sun device was getting a low flow alarm 02. Functional check verified circulation pump failure. Inlet pressure was -0.1, flow rate was 0.0 and circulation pump command was 100 percentage. They stated that they would purchase the pump and make the repair themselves. Parts and pricing provided.